Manufacturer narrative:
The device used in treatment has not been returned for evaluation, but photos and other additional information has been provided to establish a relationship between the device and the reported event. The photos supplied confirm all 4 lights are solidly illuminated probable root cause is a pump error has been detected. The pump can no longer apply therapy. The complaint history file contains further instances of the reported events. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the customer experienced what appeared to be a pico dressing malfunction. The pt had insitu for 2 days and not exposed to water, the batteries were exchanged but the problem was not solved. All 4 lights kept flashing at once.